Manufacturer narrative:
It was reported that an electrical safety test failure occurred. The customer requested onsite service. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp performed troubleshooting by an electrical safety test and the unit failed at the proximal port. The philips asp cleaned the contact points and swapped the power cord for further troubleshooting and confirmed the unit had passed the electrical safety test. The philips asp determined the unit required better contact to get clean electrical safety readings. The philips asp then cleaned the contact points and replaced the power cord supplied by the customer. The philips asp cleaned the contact points and replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported electrical safety test failure could be reproduced during service evaluation. The cause of the malfunction was due to the weak contact points and power cord.

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an electrical safety test failure occurred. The customer requested onsite service. This investigation is ongoing.